Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to the emergency room due to high blood glucose on (B)(6) 2017 with blood glucose of 548 mg/dl. It was reported that customer was not sure why blood glucose remained high and hospital test did not confirm any infections reason for high blood glucose was not clear. The customer was treated with insulin pump. The customer was wearing the insulin pump during the hospitalization. After troubleshooting for high blood glucose, insulin pump failed the high pressure test twice. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump passed the displacement accuracy test. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.